Event description:
It was reported that occlusion alarms occurred. The blood glucose level read ¿high,¿ although the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). The occlusions were caused by a blockage in the cartridge, which was resolved by the customer changing supplies and resuming insulin therapy.